Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain and spinal pain. Information was reported that the patient said he is getting shocked all the time. He said since he increased it from 4.4 to 8.0, his back is hurting him. The patient is in pain when he stands up. The stimulation is not covering his back pain. The patient thinks the stimulation needs to be more to the left. It was reviewed with the patient that he might have stimulation too high, and that you never want your stimulation to hurt. The patient said is doesn't hurt. The patient mentioned that three years ago his spine was 30 degrees off, he had a curve in it, and he said he is sure it is worse now (preexisting condition). The patient has an appointment with their pain management doctor on (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported.